Manufacturer narrative:
At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s wake button stopped functioning after the user entered a pool with the device, and after charging and restarting, the pump displayed alert 60 indicating a bluetooth communications error; the device was replaced, and the replacement was later returned when the original pump resumed normal function. No adverse clinical symptoms reported, and blood glucose was not affected. Outcomes included no injury, no medical intervention, and no hospitalization. Customer care provided support that included technical support troubleshooting, guidance to charge and restart the device, and logistics for replacement and return. Investigation of this case revealed a communication malfunction consistent with a bluetooth board communications error, with the device functioning again after subsequent use. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.